Event description:
It was reported that the patient passed away. The cause of death was determined to be coagulopathy along with many other precipitating factors. The death was considered to be device related and the device operated as expected. The device would not be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additional information revealed that the cause of death was determined to be coagulopathy along with many other precipitating factors. The death was not considered to be device related and the device operated as expected. The device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The IFU lists adverse events, including death, that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.